Event description:
From my initial exam to obtain contact lenses, using bausch and lomb solution, prior to and after my two week follow-up, I complained about my vision becoming blurred for significant periods of time. I was given another pair of contact lenses to try for better fit and comfort. Although the lenses felt more comfortable, my vision continued to become blurred for long periods of time. After several visits, much frustration, great humiliation, and wasted time (lasting through the first week in april), I chose to get another eye exam from another location in order to gain reprieve. This is when I was notified that there may be the possibility that I may have been exposed to fusarium keratitis, a severe fungal infection of the cornea that has recently been linked to soft contact lens use. I have been experiencing some irritations such as continued blurring, sudden and sharp aches inside my eyes, dryness with slight crusting, and some itching.